Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 7fr input sheath was attempted to be used during a gsv varicose vein procedure. There was no damage noted to the packaging. The device was inspected with no issues noted. The device was prepped as per IFU. The device was properly hydrated. Resistance was encountered when advancing the device. Excessive force was not used during insertion it was reported that upon access to the gsv the tip was noted to be split. The sheath was unable to access the patient. A new sheath was used to proceed with the procedure. The patient is alive with no injury.

Manufacturer narrative:
Image analysis: one still image was received for analysis. The dilator was loaded into the introducer sheath of a 7f introducer. Damage to the tip of the introducer sheath can be seen. The sheath appears to be split at the tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no portion of the tip broke off the device it was split only. Information is provided in the future, a supplemental report will be issued.